Event description:
On (B) (6) 2010, this patient was implanted with gore excluder aaa endoprostheses to treat a small abdominal aortic aneurysm and occlusive disease. A distal type I endoleak was revealed originating from the contralateral leg component. An iliac extender component was implanted to extend the contralateral leg component. The endoleak resolved. A retro sheath injection revealed extravasation of the left common iliac artery. A viabahn was placed in the left common iliac artery and seal was acquired. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device involved: (B) (4).